Manufacturer narrative:
This MDR initial report is a duplicate of a previously issued MDR. Please see MDR # 0001831750-2013-03664 for information regarding this event.

Event description:
It was reported via repair work order that the head end jack was stuck raised due to bent jack shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end jack was stuck raised due to bent jack shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.